Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: separate guide wire tip remains in the patient's anatomy. Device issue: guide wire separation. It was reported that the procedure was being performed in the proximal cx. There were two stents deployed in the distal cx in 2004. The guide wire was advanced and a cypher stent was deployed. After deployment of the stent, during removal of the stent delivery system (sds) and the guide wire together, there was resistance noted. The resistance was due to the guide wire tip being caught on one of the stents in the distal cx. The guide wire was pulled against the resistance and the coil of the guide wire unraveled. After the guide wire was removed, the guide wire tip could be seen under fluoroscopy in the distal part of the cx. An attempt was made to remove the guide wire tip with a snare device, then with a balloon catheter and with a new guide wire, but the separated guide wire tip could not be retrieved and remained in the patient's anatomy. The patient was referred to have CABG and there are plans to have the guide wire tip surgically removed. No additional event or patient information is available.